Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: the pump booted to the verify screen with audible and vibratory features. There were no errors, alarms, or warnings during the 24 hour duration testing. The returned battery and cartridge caps were used to complete testing. An ezbg bolus and an ezcarb bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The total daily doses added up correctly and reflected the users programmed basal rate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient was hospitalized for low blood glucose (bg) of 54mg/dl and was unable to stand/was falling. The patient reportedly remained on the pump, and was treated with IV glucose and food/drink. Customer technical support reviewed the pump with the patient and found that the basal settings and histories were correct. Troubleshooting indicated that the pump was not calculating the recommended bolus total correctly. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with an alleged bolus calculation issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.